Event description:
It was reported that a farawave 31 mm during procedure to treat a paroxysmal atrial fibrillation, its luer broke and got detached. The device was prepared correctly, but shortly before flushing the lumen broke off. To solve the issue the device was replaced, and the procedure was completed successfully without patient complications. The catheter has been received at boston scientific post market laboratory for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave pulsed field ablation catheter was analyzed. Visual inspection found the flush luer was detached from the flush port. The flush port was not returned with the catheter. Additionally, an image was reviewed by a boston scientific quality engineer. The picture confirmed that that the flush luer was no longer attached to the flush port. The review of the image confirmed the reported allegation. E1: initial reporter phone: (B)(6).

Event description:
It was reported that a farawave 31 mm during procedure to treat a paroxysmal atrial fibrillation, its luer broke and got detached. The device was prepared correctly, but shortly before flushing the lumen broke off. To solve the issue the device was replaced, and the procedure was completed successfully without patient complications. The catheter is expected to be returned.

Manufacturer narrative:
Media review: an image was reviewed by a boston scientific quality engineer. The image shows evidence of flush port detachment from the catheter, confirming the reported event. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Event description:
It was reported that during a procedure, the farawave pulsed field ablation catheter luer was detached. The catheter was prepared according to instruction for use (IFU) but shortly before flushing the catheter, the flushing port broke off. The catheter was replaced, and the issue was resolved. The procedure was completed successfully without patient complications. The catheter is expected to be returned.